Event description:
It was reported that, during an unknown procedure, the tip of the outer cylinder of the trocar is chipped. No adverse effects on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2026. B3: unknown; captured as awareness date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: -it was confirmed by external observation that it was a deformation. -the event was found during puncture in the operating room. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026 d4: batch # a98099. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was received with the tip of the sleeve damaged melted. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98099 number, and no non-conformances were identified.